Event description:
It was reported that during a laparoscopic gastric bypass procedure, when the device was fired, the knife blade would push staples up to the proximal part of the reload. On the left proximal side of the staple line there were no staples formed at all. On the right proximal side there were staples. On the right distal side, no staples formed. The open tissue was hand sutures closed and a new device was used to complete the surgery. There is no known consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.